Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that during an embolization procedure, the coil detached and a stent had to be used. No further information was provided. There was no reported patient injury. The patient was reported to be alert.